Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 03sep2019. The field service engineer (fse) could not duplicate the customer reported problem, but confirmed the failure in the error log. The fse replaced the data acquisition board to motor controller board cable (da/mc). Failure analysis on the returned data acquisition pcba to motor controller pcba (da/mc) cable shows that the cable was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit shuts down on its own and has error code message of data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement. Event date not specified, estimate used.